Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 403:317:871:0000 was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct the reported condition. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
A baxter customer reported to baxter (B)(4) personnel a colleague infusion pump that was found to have experienced a 403:317:871:0000 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is currently unknown. No additional information is available.